Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had broken hinge. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and provided customer with repair estimate. Display, upper hinge cover needed to be replaced. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : service order is on hold.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had broken hinge. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and confirmed the issue. While attempting to complete repair, it was discovered that the hinges and several other components were also damaged. Fse completed repair to damaged display. Fse replaced display upper hinge cover, touch screen, upper display bezel, lcd lower bracket frame, display hinges to resolve the issues. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the biomed discovered the cardiosave intra-aortic balloon pump (iabp) had a broken hinge/damaged display. There was no patient involvement.